Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, threads from the cup inserter fractured into the acetabular cup. A new acetabular cup and inserter were utilized to complete the procedure.